Event description:
There was an allegation of questionable calcium assay results for several patient samples tested on a cobas c 503 analytical unit. The following sample was provided as an example: the initial result was 1.34 mmol/l. The repeat result was 2.33 mmol/l.

Manufacturer narrative:
The reagent lot number was requested but was not provided. The field service engineer (fse) checked the instrument and revealed that the suction on a needle was compromised due to damaged tubing near the vacuum vessel, leading to wet cuvettes. The tubing issue was addressed, and the reagent probes were rinsed to ensure optimal functionality. Following the fse intervention, no further issues were observed. The investigation determined that the service actions resolved the issue.